Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Troubleshooting determined that the basal history does not match active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: the pump was returned with basal program settings. A basal change history appears to be inconsistent with the programmed daily totals due to user manually changing the basal program. No hypertensive of stuck keys were observed on the keypad. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The tdd¿s add up correctly and reflect the users programmed basal rates. No eaw¿s or delivery interruptions occurred during the testing. Investigators were unable to duplicate the complaint.